Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: part number 10012866, lot number 22029438. Date of occurrence is (B)(6) 2022. Reported issue: kept ringing occluded, changed to new filter and problem was resolved. Possible problem with filter & causing occlusion alarm. No harm reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: part number 10012866, lot number 22029438. Dte of occurrence is (B)(6) 2022. Reported issue: kept ringing occluded, changed to new filter and problem was resolved. Possible problem with filter & causing occlusion alarm. No harm reported.

Manufacturer narrative:
H.6. Investigation summary: one sample (model #10012866) was returned by the customer. It was reported that the pump kept ringing occluded. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set, which was then attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample was able to be primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. The set as flowing normally and the infusion was completed successfully. There were no occlusion alarms throughout the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 10012866 lot number 22029438 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.